Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged dry mouth, shortness of breath, headache, restlessness, fatigue. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles related to a CPAP device's sound abatement foam. The patient alleged dry mouth, shortness of breath, headache, restlessness, fatigue. There was no report of patient harm or serious injury. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected and identified the evidence of visible foam degradation . The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The third party service center concludes that they could able to confirm the customer's allegation and there was evidence of visible foam degradation and unit is scrapped. Section d8, d9, h2, h3 and h6 were updated.